Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The ventilator was returned to the product investigation laboratory (pil) for evaluation, and pil was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator. During evaluation pil observed some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The sensor board of the unit drifted out of spec due to contamination issues.